Manufacturer narrative:
The importer reported that user facility reported that a patient developed a facial swelling at the treatment site following the use of the opus system. As a result, the user facility alleged that the patient experienced an airway compromise which required emergency medical attention and steroids for treatment.

Event description:
The importer reported that user facility reported that a patient developed a facial swelling at the treatment site following use of the opus system. As a result, the user facility alleged that the patient experienced an airway compromise which required emergancy medical attention and steroids for treatment.